Event description:
On (B)(6) 2012, the reporter contacted animas alleging that the pump has lost prime four times that day, and has not emitted any alarms. The reporter also notes that the pump makes a grinding noise while priming and that the grinding sound has also been heard with a bolus. Alarm history s hows one low cartridge alarm today, no other alarms in history for today or yesterday. During troubleshooting, a review of cartridge compartment indicated nothing obstructing piston rod to cause unusual motor sound; pump not rebooting; no related alarms in history; no environmental changes noted to cause loss of prime; the patient disconnected re-primed during this call and still heard the grinding noise. The patient has been instructed to go to a back-up plan. There is no adverse event related to this complaint. This issue is being reported based on the allegation that the pump did not emit a loss of prime alarm.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the black box showed multiple losses of prime with non-zero force and no cartridge detected alarms. The load and primed steps were completed with no loss of primes. The pump was exercised for 24 hours and 1 unit per hour basal right with no loss of prime. Conclusion was unidentified force low. Unrelated to the complaint, evaluation revealed a scratched display screen, which has no effect on insulin delivery function.